Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position via transfemoral approach. The patient presented with native aortic insufficiency. Due to multiple comorbidities, including parkinson's disease, the procedure was conducted under general anesthesia. The valve was deployed with an additional +2cc volume to enhance anchoring; however, the final position was noted to be slightly low. Immediately following deployment, the patient experienced sudden hemodynamic collapse. Aortography revealed massive central aortic regurgitation. While a second valve was being prepared for a possible valve-in-valve implantation, an echocardiography was performed, showing a large pericardial effusion. Emergent pericardial drainage yielded over 500 ml of blood, but bleeding persisted. The echocardiographic findings and clinical presentation were highly suggestive of acute aortic dissection secondary to annular rupture. Given the patient's hemodynamic instability, ongoing hemorrhage, and poor surgical candidacy, further intervention was deemed unfeasible. Unfortunately, the patient passed away. Post-event imaging confirmed annular rupture leading to aortic dissection. According to medical opinion, the fragility of the aortic tissue and anatomical factors likely contributed to the adverse outcome.

Manufacturer narrative:
The investigation is ongoing. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the fragility of the aortic tissue and anatomical factors likely contributed to the adverse outcome. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint was confirmed based on evaluation of the provided imagery. Available information suggests that procedural factors (malposition, thv, over-inflation) likely contributed to the event as provided information indicated that the valve was implanted with an additional +2cc of volume, and a low final valve position. Valve malpositioning during deployment may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, resulting in reduced coaptation of the leaflets. The leaflets are in a normally open position and require the back flow/pressure generated to initiate leaflet closure. There are multiple patient and/or procedural factors that contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, narrow or calcified stj, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Additionally, deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The device was used in off-label implantation in a pure aortic regurgitation native valve. As there are no specific IFU or training materials related to pure aortic regurgitation procedures, the available training materials were reviewed only for information potentially relevant to the device use.